Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for n on-malignant pain. It was reported that the settings not available message was seen on the controller and the out of regulation (oor) message was seen on the tablet. The rep stated that the patient was feeling stim on both leads. Impedance measurements showed that electrodes were orange except for 10 and 14. 10 was red and 14 was green. The values given for impedance were the following: 8-14 (16,000 ohms), 9-14 (21,220) ohms 11-14 (40,000 ohms), 12-14 (14,000 ohms), and 13-14 (11,000 ohms). For troubleshooting, the rep the rep tried to program around the electrodes that were out and use the best pairs. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from a manufacturer representative (rep) reported that the cause of the high impedances was not determined. There were no further complications reported or anticipated.